Event description:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect manufacturing facility MFR number. Please refer to 0001822565 - 2019 - 04884.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect manufacturing facility MFR number. Please refer to 0001822565 - 2019 - 04884.

Manufacturer narrative:
(B)(4). Report source- foreign, (B)(6), study. Dob - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00164, 0002648920 - 2019 - 00162. Customer has indicated that the product will not be returned to zimmer biomet for investigation as they remain implanted in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that sometime between surgery and the six-week visit the patient experienced pulmonary emboli and was admitted to the hospital attempts to obtain additional information have been made; however, no more is available.